Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-8216-50 serial#: (B)(4), model description: artisan 2x8 paddle lead (lim), 50 cm.

Event description:
A report was received that the patient was experiencing difficulties charging her ipg. Although a bsn engineer analyzed the patient's database and determined the ipg was discharging as expected, the patient's system was explanted.

Event description:
A report was received that the patient was experiencing difficulties charging her ipg. Although a bsn engineer analyzed the patient's database and determined the ipg was discharging as expected, the patient's system was explanted.

Event description:
A report was received that the patient was experiencing difficulties charging her ipg. Although a bsn engineer analyzed the patient's database and determined the ipg was discharging as expected, the patient's system was explanted.

Manufacturer narrative:
Device evaluation indicated that the battery depletion rate exceeds the typical battery depletion rate. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached maximum, and indicates good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling is unknown. It is unknown if the difficulty charging the patient experienced was a product of poor coupling/charging technique, or if it was due to the failed analog ic, as it cannot be determined when the ic was damaged.